Event description:
It was reported that the implantable cardioverter defibrillator would take a long time to charge. The device was explanted and replaced on (B)(6) 2018 and the patient did not experience any adverse consequences.

Manufacturer narrative:
The reported field event could not be reproduced in the laboratory. The device was tested on the bench and no anomalies were found.